Event description:
It was reported that during an implant procedure the lead helix would not extend despite more than twenty turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned with the helix was fully extended. Helix function was performed. It could be extended and retracted, and turns within specification. Visual inspection found that the outer insulation breached/cut and blood ingress on the proximal conductor, damage at implant. If information is provided in the future, a supplemental report will be issued.